Event description:
It was reported that filterwire could not be recapture. The target lesion was located in the calcified carotid artery. A 190 cm filterwire ez embolic protection system was selected for use. During the procedure, the filterwire could not be recaptured. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. It was further reported that the lesion was 70% stenosed, moderately tortuous and moderately calcified. Another retrieval sheath was used to recapture the filter.

Manufacturer narrative:
B5: updated with additional information.

Event description:
It was reported that filterwire could not be recapture. The target lesion was located in the calcified carotid artery. A 190 cm filterwire ez embolic protection system was selected for use. During the procedure, the filterwire could not be recaptured. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Event description:
It was reported that filterwire could not be recapture. The target lesion was located in the calcified carotid artery. A 190 cm filterwire ez embolic protection system was selected for use. During the procedure, the filterwire could not be recaptured. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. It was further reported that the lesion was 70% stenosed, moderately tortuous and moderately calcified. Another retrieval sheath was used to recapture the filter.

Manufacturer narrative:
Device evaluation by manufacturer: the 190 cm filterwire ez embolic protection system was returned for analysis. Visual inspection of the returned wire was inside the retrieval sheath, and the filter bag came back in deployed state. It was observed that the spring tip was bent and stretched. Functional inspection of the sheathing/unsheathing could not be performed, since it can only be retracted within the retrieval sheath, because it does not have a deploy function.